Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented with telemetry issues on the implantable cardioverter defibrillator. Upon review, the device was alleged to have no radiofrequency (rf) telemetry due to rf chip issues. Programming changes were suggested but not implemented. The patient experienced no adverse consequences.